Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient's two infusion sets fell off events during use on 11-june-2024 at 12pm and 4 pm respectively. The infusion set was in use for 3 hours for both events. Blood glucose level reported during event was 215 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 1 of 2.